Manufacturer narrative:
Follow up 10-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it embedded right in her uterus and she cut it and left it behind. She had her fallopian tubes removed. This event is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of embedment were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, other serious events (unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information was received on 05-jan-2016 via social media. Consumer stated that she wanted a permanent birth control and ended up with no female organs. Follow up information received on 07-jan-2016 from consumer: no new information provided. Quality safety evaluation received on 15-nov-2016: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it embedded right in her uterus and she cut it and left it behind. She had her fallopian tubes removed. Since this so called removal they have found that the essure was broken and the pieces migrated and they did not get them all out so now they were embedded in the walls of her uterus (device breakage). The events are serious due to their medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of embedment were not known. The device breakage occurred during device removal. Given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, other serious events (unrelated) and non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0469, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she weighed (B)(6) and stood 5 feet and 6 inches and wanted to have essure inserted for contraception. She mentioned that the "down" went from 24 hours to 3 years. She had cramps that just seemed to get progressive worse she could not bend over to even tie her shoes. Two months later her husband noticed that not only was she constantly uncomfortable she was moody. She was becoming more and more emotional. Her knees started hurting to the point she could not even walk down the stairs to wash clothes. No x-ray or ultrasound was able to find anything wrong. She woke up 1 year to have essure implanted to horrible cramps thinking it was just what has become of her menstrual cycle since essure and got out of bed to find out that there was serious inflammation in her lower abdomen and back and her 2 lower discs were no longer in place, they had been pushed out. All while she was sleeping. She also had high blood pressure, nerve damage, a heart attack, headaches, back pain, horrible vision and the list goes on and on. She had her fallopian tubes removed in (B)(6) 2014 and was cut from hip to hip to make sure the gynecologist got it all. In (B)(6) 2015 she had right lower back pain and still sick only to find out it embedded itself in her uterus and she cut it and left it behind. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it embedded right in her uterus and she cut it and left it behind. She had her fallopian tubes removed. This event is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of embedment were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, other serious events (unrelated) and non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 24-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1935, awareness date 24-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer has had her 3rd surgery related to essure. The implanting doctor removed essure in (B)(6) 2015 she had to go back and have a hysteroscopy, a biopsy and a dilation and curettage. Since this so called removal they have found that the essure was broken and the pieces migrated and they did not get them all out so now they were embedded in the walls of her uterus. She was still in pain. Her back and her abdomen was always sore and tender. She was still tired all the time and she was still half the person she was before this procedure was pushed on her. She could no longer get down in the floor and play with her children. She was not even allowed to ride a bike with her babies because of the damage this device had done to her back. The inflammation was so bad there were some days she could hardly walk. She was hurting so bad. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it embedded right in her uterus and she cut it and left it behind. She had her fallopian tubes removed. Since this so called removal they have found that the essure was broken and the pieces migrated and they did not get them all out so now they were embedded in the walls of her uterus (device breakage). The events are serious due to their medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of embedment were not known. The device breakage occurred during device removal. Given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, other serious events (unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.